Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant medical products: 694765 lead, implanted (B)(6) 2002.

Event description:
It was reported that the right atrial (ra) lead had low pacing impedance was noted to be oversensing. The lead was partially explanted and replaced as it broke apart during extraction by the physician. No patient complications have been reported as a result of this event.